Event description:
It was reported that this device was explanted due to a non specific product performance allegation. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.